Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a part of gamma3® targeting arm, the ring had been found upon post x-ray in (B)(6) despite gamma3® nail insertion was successfully operated in (B)(6). The ring has been dis-assembled during the operation

Manufacturer narrative:
The target device is the only reported device and thus considered the primary product. Since the review of the inspection records revealed no discrepancies, we exclude deviations in manufacturing. The item was documented as faultless prior to distribution. As the target device had been in use for a longer time (manufactured and distributed in 2011) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Dimensional examination of the groove in which the c-ring was located, revealed no discrepancies. Previous complaints are known reporting a detached c-ring. In those previous cases a contribution by the design could not be excluded. Therefore a design change of the c-ring was implemented by (B)(4). Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment by 100% (i.e. In case of rough handling), but makes a detachment of the ring more difficult. The complained device was manufactured to the new design version. Examination of the c-ring (attached on returned target device) revealed a slight deformation in geometry. It cannot be excluded that the missing c-ring was detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device ¿ potentially repeatedly. During detachment the ring may have been deformed which may have affected the secure fit of the ring (loosening). It could also not be determined if the c-ring had been reassembled in correct manner. A head-first assembly could ease loosening of the ring when the device is removed. A missing clamping ring does not affect the targeting accuracy of the target device, because the accuracy is ensured by the nail holding screw. The clamping ring is just a feature to ease the attachment of the nail at the reception of the target device. According to the implant IFU a final check with the image intensifier is required. It was not determined why the detached ring was not identified during that procedure ¿ preventing an additional surgery. It was rather detected during post-op follow-up 4 days later. Referring to examination results the root cause of the reported event is not linked to a deficiency of the device. However, it could not be excluded that the event was caused by reprocessing which would be considered as user related. Regarding remaining parts in the patient the rmf refers to, under normal circumstances, ¿wear parts or metallic debris may remain in the body without any notable harm (s1). Only in very rare cases (e.g. In the case of a (assumed) allergic reaction) a removal of the particles would be required (s3)¿. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. With available information a deficiency of the device was not verified.

Event description:
It was reported that a part of gamma3® trageting arm, the ring had been found upon post x-ray in (B)(6) despite gamma3® nail insertion was successfully operated in (B)(6). The ring has been dis-assembled during the operation